Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/25/2019.

Event description:
The customer reported device changes the parameters on its own. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 13dec2019, date of report : 16dec2019. The manufacturer¿s international service technician confirmed the reported issue. During testing it was observed that there was a touchscreen failure. The manufacturer¿s international service technician replaced the defective front bezel and touchscreen to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.